Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure. It was noted that during the removal, few contacts came off of the paddle lead. The physician was able to retrieve and remove the contacts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).

Manufacturer narrative:
Sc-1232 (sn: (B)(6)): the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8336-70 (sn: (B)(6)): the returned lead was analyzed. The paddle lead exhibited extensive damage after the explant. The paddle was stripped into several pieces, two rows (second and fourth) of electrodes were dislodged from the paddle, and a total of four contacts were missing.

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure. It was noted that during the removal, few contacts came off of the paddle lead. The physician was able to retrieve and remove the contacts.